Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus repair for a reported ¿a-rubber pinhole¿. The problem was found during an unspecified event. No death, injury or harm was reported. Upon inspecting and testing, the adhesive from the distal end objective lens has peeled off. This report is being submitted to capture distal end adhesive defect.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem as the scope failed the leak test due to holes in the bending section cover. The adhesive from the distal end objective lens was found peeled off. Additionally, the scope is leaking from holes on the universal cord. There are white streaks on the image. The lettering on the control body and the switch body are faded. The orientation index at the light guide connector is missing. There are also scratches on the control body, the grip, the up/down plate, the switch unit cover, the video connector contacts, the light guide (lg) connector, the surface of the lg connector cover glass, the video connector case and scratches on the free/engage lever. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history confirms the universal cord and bending section cover were replaced on april 18, 2022. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, the cause can potentially be due to physical stress, dropping, bumping or deterioration from chemical stress during cleaning, disinfection and or sterilization. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.